Event description:
It was reported that the t:slim x2 pump battery would not charge, even though the caller was using the correct tandem charging cable, but a third-party wall adapter. Despite this issue, there was no adverse impact to the customer's blood glucose level. After attempts to charge the device using the original charging supplies, the caller was informed by technical support that certain pump settings reset during shutdowns, and they advised monitoring the situation and to reach out if the problem continued. The caller understood the guidance provided.